Event description:
User alleges they had been infusing crystalloids and blood to pt during surgery. They had kind of emergency situation and placed first crystalloid bag into pressure infusor. After a while, they noticed bubbles. Bubbles were on the end of set which connect to hotline. Shortly, they noticed that water is dripping to the floor and saw the water chamber of warmer was filled up. They changed crystalloid bag to blood bag and water chamber colored red. They stopped immediately using hotline and took straight tubing and bypassed warmer. No injury to pt.